Event description:
IV tubing cracked at the luer lock end. We had approximately 35 instances over the past 10 days. The events were investigated. The vast majority of the events occurred when the tubing was being changed or removed after 3-4 day period of use. These are routine IV line changes. When the tubing was being removed, the distal portion where the rotating connector of the luer lock inserts into the clave was cracking. The rotating connector was the portion that was cracking. We contacted the manufacturer. An alternative tubing set was identified and the lots associated with the failures were removed from stock. The manufacturer would not say if they've received other reports of failing lines. They did say that they recently changed manufacturing materials that compose the rotating connector where the cracking is occurring. Manufacturer response for infusion set, alaris infusion set (per site reporter): they have not responded other than to say they changed materials used in manufacturing process. They are taking approximately 550 sets back.